Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) , 2009 ((B)(6) old pt). According to the complainant, during the procedure, the generator was not conducing heat. The site was able to move cables around and receive power from the unit. The procedure was completed with the same endostat ii electrosurgical unit.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).